Event description:
It was reported that when using the bd pyxis¿ medbank tower, the validation code did not work and the system displayed the error message, issue amount exceeds total qty allowed. Amount may not exceed more than 0.0007. The customer stated that they were unable to issue the medication morphine so4 20 mg ml soln 15ml. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jan-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was found that the system received the error message: 'issue amount exceeds total qty allowed. Amount may not exceed more than 0.0007'. A technical support specialist advised that the pharmacy would need to adjust the medication order. After the update, the user logged back into the application and was able to issue the medications to the patient. The system functioned as intended after the technical support specialist assisted the customer to resolve the issue.